Event description:
Reported that during a lap roux-en-y procedure, it is believed that the physician touched metal to metal. At that point, a strange sound emitted as if from the generator, but no error code shown. There was no patient consequence.